Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was pulsatile on. A computed tomography (CT) of chest was done on (B)(6) 2017 that showed: small bilateral pleural effusions, CT also reads new fluid collection, anteriorly and small anterior pericardial effusion. Also commented to a mid-lobe arterial vessels malformation ¿(avm)¿. Patient diuretics were decreased and was given more fluid since the (B)(6). Patient was transitioned off argatroban on (B)(6) 2017 to warfarin. On (B)(6) 2017 the patient a transient ischemic attack (tia) with symptoms that day of visual changes, light headedness with headache. On (B)(6) 2018, headache began again but with ¿initiation revatio¿. ¿speed study also done, and speed was adjusted to 30th, decrease then increase¿. It was stated that this was ¿adjusted in response to the flows¿. Adjusted again on (B)(6) 2018. Amiodarone was stopped on (B)(6) 2018. Patient had intra operative ventricular tachycardia (vt) and some runs of non-sustained ventricular tachycardia (nsvt) on (B)(6). Lactate dehydrogenase (ldh) trend up 400s on 1st back down now, baseline is 270-300. Received call from cardiologist about waveforms. Patient is having low flows as well. Log files sent. Difficulty finding correct speed for patient to deliver needed flow. Patient ldh continued to rise since repositioning of the pump on (B)(6) 2018. Flows and power have been stable. It was stated that the patient experienced a cardiovascular accident (cva) on the morning of the (B)(6) 2018. Patient with right occipital cva on CT scan (B)(6) 2018, embolic/ischemic in nature. It was stated that the patient was transferred to another hospital on (B)(6) 2018. On (B)(6) 2017-ldh now greater than (>) 1900. Patient was experiencing low flows again while at new hospital, at this time palliative care option was offered to the patient and care was withdrawn on (B)(6) 2018, when patient expired. It was stated that the death was due to cardiac. Physician stated that he wouldn¿t necessarily say the death was device related, but that the device played a part in the cascade of events. It was further stated that the equipment would not be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event was confirmed through log file analysis which revealed 313 low flow alarms have been logged since (B)(6) 2017 on (B)(4). Eight high watt alarms have been logged starting on (B)(6) 2017 on (B)(4). Additionally, 9 vad disconnect alarms have been logged on (B)(4) since (B)(6) 2017 likely due to physical disconnection of the driveline from the controller. Three controller power-up and associated pump start events have been logged indicating a loss of power to the controller starting on (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "low flow event" event may be attributed to multiple factors including but not limited to ventricular tachycardia, incorrect positioning of the pump during implant, inappropriate pump rotational speed, and pump suction. Based on risk documentation, high power may be attributed to multiple factors including but not limited to inappropriate pump rotational speed, thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on (B)(6) 2018, the patient had a pericardial window, left thoracotomy, and drainage of pleural effusion.